Event description:
It was reported that during a carotid stenting procedure, the physician felt the unconstrained stent length was longer than the package label length. The lesion was located in an unspecified carotid artery. The physician advanced an unspecified guide wire across the lesion. Next an unspecified guiding catheter and unspecified distal protection filter were advanced across the lesion. The physician then advanced a 60mm carotid wallstent monorail across the lesion, however, the physician realized that the unconstrained stent was "too long" and removed the device. The procedure was completed with an unspecified device. No patient complications were noted and the patient's condition was reported as "stable".

Manufacturer narrative:
(B) (4).